Event description:
It was reported that the 2600 system has a collimator sizing issue. System failed inspection due to this issue. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Completed a collimator calibration. The system was tested and found to function as intended system returned to service.